Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings:.the call service 078-0008 errors (motor rewind error) were confirmed in the black box. These errors were replicated error consistently during investigation. The pump was unable to complete the rewind step successfully. The pump was opened to inspect the motor components. Corrosion at the j5 motor connector was observed and moisture throughout the interior was seen.